Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the tampons fell apart and pieces of tampon were coming out of her when she used the restroom. She spoke with her gynecologist who told her to monitor for signs and symptoms of infection. She did not experience unusual symptoms and was feeling well.